Event description:
Customer reported to the sales rep that the suture broke in the post-op period. Suture broke one day post-op. Suture was placed as a running fascia closure from both ends of the incision to the mid point. The breakage occurred in the middle of the strand one day post-op. Pt was returned to the or for repair of the incision line.